Manufacturer narrative:
Results: the device was not returned for evaluation. Photographs returned show that the needle is bent and the grips of the safety sleeve are broken. Taking into account that if the needle was bent previous to its use, the injector could not been activated, it seems that the most likely root cause of the defect is a misuse of the product. As there is no lot number, DHR cannot be reviewed. Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process: visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a calliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. If grips of the safety sleeve are removed from their place, the injector is activated and cannula causing needle exposure. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged. Conclusion: based on the low severity and frequency of the defect, it was determined that no CAPA is required.

Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ injector luer lock (n35c) was connected to another device. When the healthcare provider tried to remove it, the safety failed and the needle was left exposed. There was no report of a needle stick injury, exposure or medical interventions as a result of this incident.